Event description:
Reportedly, after firing, the instrument could not be removed. With the help of two graspers, the instrument could finally be taken out. The two rings were complete. The anvil tilted but the spring is missing. When testing the anastomosis a leak was observed. The surgeon converted to a laparotomy and performed a temporary colostomy. Procedure: lap sigmoidectomy (diverticulitis).